Manufacturer narrative:
Additional information provided in b.5.

Event description:
Additional information was received stating that patient issue was resolved with no hospitalization and harm to the patient. The prognosis was also good.

Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Solution is dried on the lens. The optic is cut into two portions, typical of insertion and removal. Both cut optic portions has cracks, scratches, and deep scrape marks on the anterior and posterior sides of the lens. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. Information was provided that indicated the use of a qualified cartridge and handpiece. A non-qualified viscoelastic was used. The root cause for the reported complaint may be related to a failure to follow the dfu. The reported scratch was observed. The viscoelastic indicated is not qualified for the lens/cartridge combination used. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause has not been identified. Additional information was requested. A questionnaire was received. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported during the intraocular lens (iol) implant procedure the lens had to be cut out of the eye as there was a scratch on it. Additional information was requested and received.